Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin flap breakdown around the implant side. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012 and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2013.